Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced issues with the transmitter. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test as the device had no voltage. . The share log was reviewed and a fatal error was discovered in the data. The probable cause was determined to be a low transmitter battery. No additional event or patient information is available.